Manufacturer narrative:
(B)(4).

Event description:
The unit allegedly started to smoke and stopped working while the consumer was using the unit. No injury is alleged.

Event description:
The unit allegedly started to smoke and stopped working while the consumer was using the unit. No injury is alleged.